Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze a pt using pads, the device did not auto analyze. Complaint did not indicate that there was any adverse effect to the pt due to the reported malfunction.